Manufacturer narrative:
This case was initially received via regulatory authority (B)(6) (reference number: (B)(4)) on 27-nov-2017. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("hysterectomy/ essure explant") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced headache ("headaches"), dizziness ("dizziness"), tinnitus ("tinnitus"), back disorder ("back disorder"), muscle rupture ("torn muscle"), fatigue ("abnormal fatigue"), myalgia ("muscular pain") and pain in extremity ("legs pain"). On (B)(6) 2017, 9 years 9 months after insertion of essure, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy was performed on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal, headache, dizziness, tinnitus, back disorder, muscle rupture, fatigue, myalgia and pain in extremity outcome was unknown. The reporter provided no causality assessment for back disorder, dizziness, fatigue, headache, medical device removal, muscle rupture, myalgia, pain in extremity and tinnitus with essure. The reporter commented: the onset of events occurred between 2008 and 2017. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 01-dec-2017 for the following meddra preferred term: medical device removal. The analysis in the global safety database revealed 674 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the consumer or regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 27-nov-2017: correction: the list of device similar incidents was added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case was initially received via regulatory authority ansm (reference number: (B)(4)) on (B)(6) 2017. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("hysterectomy/ essure explant") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced headache ("headaches"), dizziness ("dizziness"), tinnitus ("tinnitus"), back disorder ("back disorder"), muscle rupture ("torn muscle"), fatigue ("abnormal fatigue"), myalgia ("muscular pain") and pain in extremity ("legs pain"). On (B)(6) 2017, 9 years 9 months after insertion of essure, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy was performed on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal, headache, dizziness, tinnitus, back disorder, muscle rupture, fatigue, myalgia and pain in extremity outcome was unknown. The reporter provided no causality assessment for back disorder, dizziness, fatigue, headache, medical device removal, muscle rupture, myalgia, pain in extremity and tinnitus with essure. The reporter commented: the onset of events occurred between 2008 and 2017. Further company follow-up with the consumer or regulatory authority is not possible. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.